Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor¿s case was dented, prohibiting battery from inserting into monitor. The monitor was unable to power on and perform detect and treat testing. The root cause for the dented case was physical abuse. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.